Manufacturer narrative:
The broken brake detent mechanism was replaced to repair the bed.

Event description:
Info received indicates the brake is impossible to lock but the brake pedal looks like it is engaged.